Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and heavily tortuous. During the procedure, while advancing an cashmere (src140615-20/j10272, complaint product) in an unspecified microcatheter (progreat/terumo) to the desired position, the physician found that the dpu of the cashmere kinked and separated in two pieces around the connector. There is no information regarding how and why the damage occurred. Therefore, the cashmere was safely removed from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During a coil embolization of a mildly calcified and heavily tortuous internal iliac artery prior to stent grafting the device positioning unit (dpu) of the 6 mm x 15 cm cashmere 14 platinum microcoil (src140615-20/j10272) kinked during advancement in a progreat/terumo microcatheter and then separated in tow pieces around the connector. There is no information regarding how and why the damage occurred. Therefore, the cashmere was safely removed from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. The device was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no other damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The returned coil was mechanically severed from the detachment fiber and was not returned. Located 18.0 centimeters off the proximal end is a severe double connected kink on the hypotube. Located 14.5 centimeters off the distal tip of the green introducer the device positioning unit (dpu) protrudes outside the sheath for the entire length. The electrical connector was returned severed off the hypotube. Both of the severed ends have been bent. The fracture is ductile in nature requiring external force. No material defects were found to the severed ends. The most likely root cause of the electrical connector becoming severed from the hypotube was due to external force. The initial damage to the severed ends may have occurred during removal from the hoop or from distal interference inside the microcatheter; however, the exact circumstances of how this damage occurred cannot be determined. It also cannot be determined how the coil was mechanically separated from the dpu, how the hypotube was severely kinked in multiple sections, or how the dpu protruded outside the sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines: "grasp the base of the dpu's hub connector, and gently slide it completely out of the retining clip. Be sure to keep the hub connector inline with the retaining clip until the entire connector is out. Gently grasp the dpu wire hub and slowly pull the entire microcoil system from the packing hoop. Do not bend the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device." With review of the reported information, it was noted that an incompatible 18 series microcatheter was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines: "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm)." While the catalog number is unknown the inner ID of all progreat microcatheters have an inner diameter range of 0.021" to 0.25" depending on the model. In addition, without the return of the unidentified progreat microcatheter and the separated coil used in the procedure, it cannot be determined if these components further contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported procedural information and the analysis of the returned device the procedural factor of use of a microcatheter with an inner diameter outside of the range specified for use with the 14 series cashmere coil and device handling contributed to the resistance, kinking, and then separation of the dpu. There is no indication of any material defects or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.